Event description:
Recovery filter migrated to the heart. Patient came to the ed in cardiac arrest with pulmonary emboli. The CT angiogram performed and demonstrated bilateral massive pulmonary embolism. The patient coded multiple times in the ed and during the arteriogram. The filter was found migrated to the patient's heart. The patient code for a fifth time during the procedure, and could not be revived. Device left in internal jugular vein. Dates of use: unk.